Event description:
It was reported that while the patient underwent an right ventricular (rv) threshold test, this cardiac resynchronization therapy defibrillator (crt-d) exhibited crosstalk oversensing of the right atrial (ra) signals. This resulted in pacing inhibition and patient was symptomatic. Rv sensitivity was increased. Technical services (ts) was consulted and discussed a defibrillation threshold (dft) test would be required if they decided to keep the increased sensitivity. Ts reviewed programmed settings and discussed available programming options. This crt-d remains in service. No additional adverse patient effects were reported.